Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly and also had blank display. The customer¿s blood glucose level was unknown. The customer reported that the insulin pump was dropped and screen went completely black, up and down buttons flattened out and became harder to press and pump was going through batteries quicker than before. The insulin pump will not be returned for analysis.